Event description:
It was reported that the customer had normal blood glucose levels of 115 mg/dl. The customer reported that the insulin pump had a dent between the buttons. The customer also reported scratches on the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.